Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was a bent pin in the trunk cable and the trunk cable connector was damaged and unable to connect to a monitor. The root cause for the damaged pin and connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.